Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under left breast and an open area on previous surgical incision. There is no indication that the lifevest caused the previous surgery. There was no alleged device malfunction contributing to the irritation. The rash was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.